Event description:
Sheath fractured. No specifics are available. The facility didn't know and the physician wasn't there. The physician is unk at this time.

Manufacturer narrative:
Eval: customer returned one introducer in an opened and used condition. Investigation confirmed that the sheath material has separated. We are aware that this may occur and corrective action has been filed in an effort to prevent this in the future. The appropriate individuals have been notified of this matter.